Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the piston rod was not retracting during the rewind step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2017 with the following findings: a review of the black box showed no rewind motor errors. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with no alarms.